Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Starting on (B)(6) 2021, the patient¿s cgm displayed values between low, 2.8 mmol/l and 3.6 mmol/l with the highest value 6.5 mmol/l. As the patient has a tandem pump, she was concerned about the pump not administering insulin. She experienced tiredness and attributed it to low glucose values for the past two days. The night of (B)(6) 2021, she felt worse and started vomiting. She went to the hospital for evaluation, a bg was performed which was 33.7 mg/dl but her cgm displayed 4.0 mmol/l. She was admitted to the hospital, diagnosed with diabetic ketoacidosis (dka) and treated with insulin. The physician wanted to treat her with insulin different than what she had been taking, (lantus 5 units, regular insulin), and monitor her cgm vs. Bg values. However, she did not want to try that approach and discharged herself the following day. Additionally, she continues to work with a registered nurse with the pump manufacturer to fine tune her insulin dosing. At the time of the report the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
She went to the hospital for evaluation, a bg was performed which was 33.7 mmol/l but her cgm displayed 4.0 mmol/l.